Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of two np2-n2 batteries. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was investigated by a baxter field service engineer and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be the main batteries. To correct this condition the main batteries and battery harness were replaced. If any additional information is received, a follow-up will be sent.